Event description:
The reporter states that the pt was tested and his blood glucose result was "rrlo" (less than 30mg/dl) on accu-chek inform system 1 in comparison to his blood glucose result in the 300's (mg/dl) on accu-chek inform system 2. The results were obtained within a 10 min timeframe. No reported actions taken. No adverse revent reported. New system sent to customer and return requested.

Manufacturer narrative:
This medwatch is for suspect device accu-chek inform system 2. Ref. Medwatch with a1 pt for suspect device accu-chek inform system 1.